Manufacturer narrative:
As the customer did not provide any data or reagent lot number, only a very limited investigation could be performed and did not identify a product issue. However, given that no data or even reagent lot was provided, a root cause could not be established.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results (total number of alleged samples is unknown) while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a negative result for all targets (sars-cov-2, influenza a and b) when tested on cobas liat. The same samples were retested on another cobas liat which yielded a positive result for all three targets. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.